Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported the patient presented with sepsis approximately six weeks after implant of the implantable cardioverter defibrillator (ICD) system. The ICD system was explanted. No further patient complications have been reported as a result of this event.